Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted the clip assembly was located just inside the over sheath. The sheath grip was pulled back to expose the clip, and the clip was actuated and deployed. The clip prongs were able to open within specifications. A kink was noticed in the control wire. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices that were tested. Manufacturer report #3005099803-2015-00895 pertains to the first resolution clip device and manufacturer report 3005099803-2015-00896 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were unpacked and tested on (B)(6) 2015. According to the complainant, during testing of the clips, both clips would not release from the catheter to deploy. There was no patient or procedure involved.

Event description:
Note: this report pertains to one of two devices that were tested. Manufacturer report #3005099803-2015-00895 pertains to the first resolution clip device and manufacturer report 3005099803-2015-00896 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were unpacked and tested on (B)(6), 2015. According to the complainant, during testing of the clips, both clips would not release from the catheter to deploy. There was no patient or procedure involved.